Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that the jaws of the device remained closed while on tissue. Additional questions in regard to the incident were asked but no further info was made available.